Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service technician evaluated the customer's device and was able to verify the reported issue. A stryker pac technician further evaluated the customer's device and the u39, the aok processor was determined to be the cause of the reported issue. The customer received a replacement device and the device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.